Manufacturer narrative:
Ross standard procedure includes attempting to obtain all required info from the source.

Event description:
It was reported that when the nurse went to start pt feed, it was noticed that the tube was out of the pt and there was a tear in the balloon.